Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump is not delivering insulin. Customer stated that they had high blood glucose readings of 507 mg/dl during work. When the customer returned from work their blood glucose reading was 398 mg/dl and the customer gave more insulin however only one drop came out. Customer mentioned that the night before during priming the insulin never stopped and continued to drip after releasing the act button. Customer stated that the motor slowed down and the numbers ramped up on the screen. It was noted that the issue was resolved by changing the infusion set. Customer's blood glucose reading at the time of the call was 298 mg/dl. Insulin pump is not being returned for analysis.